Event description:
The customer reported that erroneous cardiac troponin (accutni) results were generated on an access 2 immunoassay system for two patients on two days. This is report one of two and represents the erroneous accutni result generated for one patient on (B)(6) 2011. The initial accutni result was elevated and outside the assay's normal reference range. The result was reported outside the laboratory and was questioned by a physician. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. A second patient sample was drawn and tested on the same instrument. The repeat result was zero. Subsequently, the initial sample was retested on the same instrument and the repeat result was lower, but still above the normal reference range. The repeat result was considered valid and was verbally communicated to the physician. The samples were collected in serum tubes, were full draws and were centrifuged prior to testing. Although the samples were allowed to clot for 30 minutes, the customer noted that sample number one initially had fibrin present. The samples were aliquoted into 0.5ml sample cups for testing. The customer noted that the aliquots did not have fibrin. Accutni quality control (qc) results met customer established specifications prior to the event. Beckman coulter inc. Assessment of customer supplied data indicated that instrument routine system check results generated prior to the event meet established specifications. However a system check run on (B)(6) 2011 failed the substrate ratio portion of the assessment. The substrate ratio assessment checks aspirate system function.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) cleaned the analytical module. The fse re-tensioned the incubator belt and changed out the aspirate probes and peri-pump tubing. The fse executed multiple accutni quality control assessments which yielded acceptable results. Upon the completion of necessary and verified repairs the instrument was returned into operation. Hardware is the likely root cause for this event. Mdrs associated with this event: 2122870-2011-04361, 2122870-2011-04362.